Event description:
The infusion set would not fit into the reservoir. Blood glucoses are very high. The customer was not very alert to questions. Troubleshooting was performed. The customer did not know how to give a manual injection. The paramedics were called out. The customer stated that the infusion set could not be changed because the infusion set was the wrong type for the pump.